Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice pro during use during dwell 3 of 3. The patient was connected. The baxter technical service representative (tsr) had the patient cycle the power to clear the alarms and then explained the alarms' meanings. The patient stated they saw fluid had leaked onto the floor but was unsure where the fluid came from. The tsr reviewed proper procedures per the user manual with the patient. The patient would discard the supplies and finish with manual supplies. The patient would call their nurse regarding the air detect alarm and being connected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they did not notice any visible damage or abnormalities with the supplies in use and could not determine where the leakage was coming from. The patient spoke with their nurse about the alarm and has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was due to an unspecified leak in the disposable. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).